Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 14-feb-2018, the tosoh qa lab performed data correlation with patient samples provided by the customer in an aia-360 instrument, serial number (B)(4). (B)(6). The qa lab results matched the customer's psa results, which did not correlate with the data from the immulite instrument. The qa lab results were provided to the customer. On (B)(6) 2018, the customer stated that the initial correlation between the aia-360 instrument and the immulite instrument failed because the psa patient samples that were sent to the reference lab were compromised, affecting stability and causing the discrepancy in the correlation. The customer accepted the psa results from the qa lab as their correlation. The customer was to start running psa as of 16-feb-2018. The aia-360 instrument, serial number (B)(4), was installed at the account on 22-nov-2017. A complaint history review and service history review for similar complaints was performed from (B)(4) 2017 through (B)(4) 2018. There were no other similar complaints identified during the searched period. The st aia-pack psa assay application manual under page 10 states the following: expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Results from the st aia-pack pa assay should not be interpreted as being definitive for the presence or absence of prostate cancer. Patients with levels of psa within the reference interval found in apparently healthy subjects may have prostate cancer; patients with levels exceeding those in the reference interval may be prostate cancer free. Results from the st aia-pack pa should be interpreted in the light of other clinical findings and diagnostic procedures such as dre. Biopsy of the prostate is currently the medically accepted standard used to confirm the presence/absence of prostate cancer. The most probable cause of the reported event was due to sample stability.

Event description:
On (B)(6) 2018, a customer reported higher than expected prostate specific antigen (psa) patient results with the aia-360 instrument and immulite instrument during alternative method comparison. (B)(6). The customer reported that bio-rad quality controls were within specifications. There was no indication of any impact to patient management or adverse health consequences as a result of this event. The customer agreed to send the patient specimens to tosoh quality assurance (qa) lab for further investigation.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Corrected data: the aia-360 instrument, serial number (B)(4), was installed at the account on 06-dec-2017. A complaint history review and service history review for similar complaints was performed from 06-dec-2017 through aware date 30-jan-2018. There were no other similar complaints identified during the searched period. Approximate age of device.

Event description:
N/a.